Manufacturer narrative:
Device passed active current measurement and displacement test. Device failed sleep current measurement, unexpected battery power loss and pump error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error detected alarm and also had replace battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated they did not received low battery alert prior to replace battery alarm. Customer stated notification light did not stopped flashing immediately. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.